Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Exact date unknown, event occurred in 2019.